Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation of the malfunction, a definitive root cause could not be established however it is confirmed to be adhesion of white foreign material. Additionally, the foreign material turned yellow when exposed to light which is stated to be lens cleaner. The event is detectable/preventable by handling the device in accordance with the following IFU: gif-ez1500 IFU operation manual ¿chapter 3 preparation and inspection _3.8 inspection of the endoscopic system¿, reprocessing manual ¿chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited dirt on the objective lens. There was no patient involvement.